Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A pump accuracy test was performed and the reported issue was able to be duplicated. The pump was intermittently over delivering. The expulsor was out of mechanical specification. The cause of the issue was unable to be determined. The expulsor will be trimmed or replaced to resolve the issue.

Event description:
Additional information was received indicating that the issue occurred during "in house testing/inspection" process and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: additional information see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that the issue occurred during "in house testing/inspection" process and there was no patient involvement.

Event description:
Information received indicating that a smiths medical cadd solis vip pump failed flow test. No adverse effects reported.